Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure. According to the complainant, during the procedure, the forceps needle bent. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the preliminary investigation results; jaws are unable to close.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure. According to the complainant, during the procedure, the forceps needle bent. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the preliminary investigation results; jaws are unable to close.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The event date is unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the needle was bent. No abnormalities were noted with the device riveting and crimping which were within specifications. Functionally, the device jaws would open, but failed to close properly due to the bent needle condition the condition of the returned incident device was consistent with the complaint; needle bent. However, the evaluation found that the jaws failed to close properly due to the needle bend. The most probable root cause is operational context due to anatomical or procedural factors affecting the integrity of the device and limiting the device performance.